Manufacturer narrative:
Method: the customer informed the service tech that they required parts to do their own repair on one of their beds. Results: foot end potentiometer, coil cord. Conclusion: the customer does their own repairs. We have not yet been able to obtain further information, but it is known that these parts can fail when the bed is in a position that is not optimal for medical intervention/CPR.

Event description:
It was reported by service report that the customer ordered a potentiometer, coil cord, and cpu board to repair one of their beds. It is unknown if there was patient involvement or if there are adverse consequences to report.